Event description:
It was reported that during the procedure in the moderately tortuous proximal left anterior descending artery, the 2.5 x 23 promus rx stent system was advanced into the patient anatomy and was bumped into the proximal part of the lesion and was unable to cross the lesion. There were no adverse patient effects and no clinically significant delay. Return device analysis revealed that the distal end of the soft tip was torn.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible in the guide wire lumen, consistent with the sds advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The distal end of the soft tip was torn. There was a bend in the hypotube 45.5 cm distal to the strain relief tubing. Since this damage was not reported in the incident information and there was no damage noted to the sds prior to use, the torn tip and bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis and there is no indication of a product quality deficiency. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous which likely contributed to the reported failure to advance. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for a tear in the tip. There is no indication of a product quality deficiency.